Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative reported on (B)(6) 2020 that the patient had not reached out with any more concerns regarding recharging since new recharger was sent to the patient. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implantable neurostimulator (ins). It was reported that it would take the patient three days to charge the ins. The manufacturer representative stated that if the patient moved at all, it the device would stop charging. No symptoms were reported. No further complications were reported/anticipated. Indication for use is chronic low back pain.